Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Event description:
The size indicated on the ID band of the product was different from the size indicated on the inner and outer label of the packaging. The physician opened a 2.5x23mm cypher stent delivery system, as indicated on the label of the inner and outer package. Prior to insertion, he checked the ID band of the raptor, and noticed the size on the ID band was 3.0x20mm (i.e. Raptor for 3.0x18mm cypher stent). Therefore, the physician did not use the product. There was no damage to the outer packaging. There was no pt reported injury.